Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device battery door will not open, and that it was overheating. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
D3: correction. H3: one device was received for evaluation. Service history found no previous services. The event history log was reviewed and there are no errors related to the customer complaint. The reported issue was confirmed with visual inspection and functional testing as the battery door was broken, and the battery compartment had melted. The root cause of the issue was electrical short ¿ a battery stabilizer fell between the battery contacts and created a short, melting the battery compartment. The battery door and compartment were replaced to fix the reported problem. Further inspection found a delaminating downstream occlusion (dso) seal and a separating upstream occlusion (uso) seal. The seals were replaced. A dso/uso calibration and occlusion tests were also performed. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.